Manufacturer narrative:
The initial reporter¿s phone number is: (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device displays a solid white screen. Upon initial evaluation, stryker observed that the device was also not completing boot-up cycle. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to cracked and shorted capacitor c181 on the user interface pcb assembly.

Event description:
A customer contacted stryker to report that their device displays a solid white screen. Upon initial evaluation, stryker observed that the device was also not completing boot-up cycle. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.